Event description:
It was reported that the balloon failed to deflate. A 6.0mm x 40mm x 80cm sterling balloon was selected for use in a fistuloplasty procedure. The balloon was inflated at 10 atmospheres (atm) for 90 seconds. Several minutes were spent attempting to deflate the balloon. The balloon would not deflate on aspiration. The balloon was punctured twice percutaneously to assist deflation. The balloon was partially deflated and removed via the access sheath. The balloon was examined upon removal from patient. There was no obvious damage, but it was tested on the table, and it still would not deflate fully. The procedure was successfully completed with a 6.0mm x 40mm x 80cm sterling balloon. There were no patient complications reported. The patient did well.

Event description:
It was reported that the balloon failed to deflate. A 6.0mm x 40mm x 80cm sterling balloon was selected for use in a fistuloplasty procedure. The balloon was inflated at 10 atmospheres (atm) for 90 seconds. Several minutes were spent attempting to deflate the balloon. The balloon would not deflate on aspiration. The balloon was punctured twice percutaneously to assist deflation. The balloon was partially deflated and removed via the access sheath. The balloon was examined upon removal from patient. There was no obvious damage, but it was tested on the table, and it still would not deflate fully. The procedure was successfully completed with a 6.0mm x 40mm x 80cm sterling balloon. There were no patient complications reported. The patient did well.

Manufacturer narrative:
Device eval by manufacturer: returned product consisted of a sterling balloon catheter. The outer shaft, inner shaft, balloon, and tip were visually and microscopically examined. Visual examination revealed that the shaft was stretched in multiple locations. Microscopic examination revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis found damage to the device that could have contributed to the reported event.